Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported to hear beeping tones from the device. Interrogation revealed that a check left ventricular (lv) lead message was present, but beeping feature was turned off. The product then experienced high pacing thresholds and was surgically abandoned as a result. No additional adverse patient effects were reported.